Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar. It was reported that there was an image artifact. The surgeon stated that the image artifact has been in the same spot. The surgeon decided to continue the case with the images. There was no reported delay to procedure and no reported impact to patient outcome.